Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 28-may-2024. The most recent information was received on 07-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and suicide attempt ("attempted suicide") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), nausea ("nausea"), dizziness ("dizziness"), cluster headache ("cluster head pain and head pain"), headache ("cluster head pain and head pain"), colitis ulcerative ("ulcerative colitis"), heavy menstrual bleeding ("haemorrhagic periods"), myalgia ("muscle pain"), a first episode of depression ("depression"), abdominal pain lower ("cramps"), burnout syndrome ("burn out"), arthralgia ("joint pain"), bone pain ("bone pain"), visual impairment ("vision disorder"), loss of libido ("loss of libido"), pudendal canal syndrome ("pudendal nerves"), urinary retention ("bladder retention / bladder retention with the bladder 4 times larger, with catheterisation then urostim"), urinary incontinence ("urinary leakage"), anal incontinence ("faecal leakage"), ligament rupture ("torn ligamen"), fibromyalgia ("fibromyalgia"), genital cyst ("pudendal cysts and abscesses"), carpal tunnel syndrome ("carpal tunnel"), ulnar nerve injury ("ulnar nerve"), thoracic outlet syndrome ("thoracic outlet syndrome"), sleep apnoea syndrome ("sleep apnoea"), a second episode of depression ("severe depression"), paraesthesia ("paraesthesia"), genital abscess ("pudendal cysts and abscesses"), anal prolapse ("anal prolapse"), gastrointestinal motility disorder ("paralysed peristalsi"), osteoarthritis ("zygapophyseal arthrosis"), intervertebral disc protrusion ("herniated discs and osteophites from cervical spine (c)3 to c6, dorsal (d)8 at the time then lumbar spine (l)3 l4, l4 l5 and l5 s1."), degenerative bone disease ("bone degeneration"), tooth loss ("tooth loss"), periodontitis ("periodontitis"), ligament disorder ("ligament damage") and arthritis ("worsening arthritis") and attempted suicide (seriousness criterion hospitalisation). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2023 at the time of the report, the outcomes for abdominal pain, suicide attempt, nausea, dizziness, cluster headache, headache, colitis ulcerative, heavy menstrual bleeding, myalgia, abdominal pain lower, burnout syndrome, arthralgia, bone pain, visual impairment, loss of libido, pudendal canal syndrome, urinary retention, urinary incontinence, anal incontinence, ligament rupture, fibromyalgia, genital cyst, carpal tunnel syndrome, ulnar nerve injury, thoracic outlet syndrome, paraesthesia, genital abscess, osteoarthritis, intervertebral disc protrusion, degenerative bone disease, tooth loss, periodontitis, arthritis and the last episode of depression were unknown. No causality assessment was received for essure with regard to abdominal pain, nausea, dizziness, cluster headache, headache, colitis ulcerative, heavy menstrual bleeding, myalgia, the first episode of depression, abdominal pain lower, burnout syndrome, arthralgia, bone pain, visual impairment, loss of libido, pudendal canal syndrome, urinary retention, urinary incontinence, anal incontinence, ligament rupture, fibromyalgia, carpal tunnel syndrome, ulnar nerve injury, thoracic outlet syndrome, sleep apnoea syndrome, the second episode of depression, paraesthesia, genital cyst, genital abscess, anal prolapse, gastrointestinal motility disorder, osteoarthritis, intervertebral disc protrusion, degenerative bone disease, tooth loss, periodontitis, ligament disorder, arthritis or suicide attempt. The reporter commented: occurrence: from (B)(6) 2008 currently hospitalised, suicidal desire (hospitalised in a psychiatric clinic for attempted suicide due to physical and psychological pain accumulated without help or understanding from loved ones and health professionals on my numerous pathologies to date - hospitalised in a psychiatric clinic for burn out, attempted suicide, followed in parallel by multiple specialists, algologists, gastroenterologist, neurologist, urologist, psychologist, psychiatrist my whole body and head are in great physical pain, worn out and of course, psychological. Since my life is a prison, what's the point of living. I have had so many examinations on my multiple deformities, dysfunction, modification of my entire body, bones, ligaments, vision, teeth, bladder, peristalsis, ear nose and throat (ent) and so on that my life no longer has meaning. I am only pain without help from the medical profession and without compassionate recognition, or even the opposite. In 2007, it was only to be a tubal ligation, I was not informed about this device I no longer have courage or hope. At 52, everything has become impossible for me and my minimal self-esteem has faded. I lost everything, my connection with my children, my granddaughter and my future, my social and professional life as well as my sporting activities. Disabled, recognized at more than 80% all my relational entourage, professional, active and emotional life. Cut off from everything, even my children and my granddaughter. My other granddaughter is due to be born in (B)(6) 2024. Will I have the courage to get to know her in case she is lacking something or suffering? I'm currently being treated in a clinic, but all the specialists (neurologist, ophthalmologist, urologist, gastroenterologist, radiologist and so on) have taken me from examination to examination and exhausted me, without helping me. They abandoned me and even worse, laughed at me. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 28-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and suicide attempt ("attempted suicide") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), nausea ("nausea"), dizziness ("dizziness"), cluster headache ("cluster head pain and head pain"), headache ("cluster head pain and head pain"), colitis ulcerative ("ulcerative colitis"), heavy menstrual bleeding ("haemorrhagic periods"), myalgia ("muscle pain"), a first episode of depression ("depression"), abdominal pain lower ("cramps"), burnout syndrome ("burn out"), arthralgia ("joint pain"), bone pain ("bone pain"), visual impairment ("vision disorder"), loss of libido ("loss of libido"), pudendal canal syndrome ("pudendal nerves"), urinary retention ("bladder retention / bladder retention with the bladder 4 times larger, with catheterisation then urostim"), urinary incontinence ("urinary leakage"), anal incontinence ("faecal leakage"), ligament rupture ("torn ligamen"), fibromyalgia ("fibromyalgia"), genital cyst ("pudendal cysts and abscesses"), carpal tunnel syndrome ("carpal tunnel"), ulnar nerve injury ("ulnar nerve"), thoracic outlet syndrome ("thoracic outlet syndrome"), sleep apnoea syndrome ("sleep apnoea"), a second episode of depression ("severe depression"), paraesthesia ("paraesthesia"), genital abscess ("pudendal cysts and abscesses"), anal prolapse ("anal prolapse"), gastrointestinal motility disorder ("paralysed peristalsi"), osteoarthritis ("zygapophyseal arthrosis"), intervertebral disc protrusion ("herniated discs and osteophites from cervical spine (c)3 to c6, dorsal (d)8 at the time then lumbar spine (l)3 l4, l4 l5 and l5 s1."), degenerative bone disease ("bone degeneration"), tooth loss ("tooth loss"), periodontitis ("periodontitis"), ligament disorder ("ligament damage") and arthritis ("worsening arthritis") and attempted suicide (seriousness criterion hospitalisation). The patient was treated with surgery (to remove essure ). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for abdominal pain, suicide attempt, nausea, dizziness, cluster headache, headache, colitis ulcerative, heavy menstrual bleeding, myalgia, abdominal pain lower, burnout syndrome, arthralgia, bone pain, visual impairment, loss of libido, pudendal canal syndrome, urinary retention, urinary incontinence, anal incontinence, ligament rupture, fibromyalgia, genital cyst, carpal tunnel syndrome, ulnar nerve injury, thoracic outlet syndrome, paraesthesia, genital abscess, osteoarthritis, intervertebral disc protrusion, degenerative bone disease, tooth loss, periodontitis, arthritis and the last episode of depression were unknown. No causality assessment was received for essure with regard to abdominal pain, nausea, dizziness, cluster headache, headache, colitis ulcerative, heavy menstrual bleeding, myalgia, the first episode of depression, abdominal pain lower, burnout syndrome, arthralgia, bone pain, visual impairment, loss of libido, pudendal canal syndrome, urinary retention, urinary incontinence, anal incontinence, ligament rupture, fibromyalgia, carpal tunnel syndrome, ulnar nerve injury, thoracic outlet syndrome, sleep apnoea syndrome, the second episode of depression, paraesthesia, genital cyst, genital abscess, anal prolapse, gastrointestinal motility disorder, osteoarthritis, intervertebral disc protrusion, degenerative bone disease, tooth loss, periodontitis, ligament disorder, arthritis or suicide attempt. The reporter commented: occurrence: from (B)(6) 2008. Currently hospitalised, suicidal desire (hospitalised in a psychiatric clinic for attempted suicide due to physical and psychological pain accumulated without help or understanding from loved ones and health professionals on my numerous pathologies to date - hospitalised in a psychiatric clinic for burn out, attempted suicide, followed in parallel by multiple specialists, algologists, gastroenterologist, neurologist, urologist, psychologist, psychiatrist my whole body and head are in great physical pain, worn out and of course, psychological. Since my life is a prison, what's the point of living. I have had so many examinations on my multiple deformities, dysfunction, modification of my entire body, bones, ligaments, vision, teeth, bladder, peristalsis, ear nose and throat (ent) and so on that my life no longer has meaning. I am only pain without help from the medical profession and without compassionate recognition, or even the opposite. In 2007, it was only to be a tubal ligation, I was not informed about this device I no longer have courage or hope. At 52, everything has become impossible for me and my minimal self-esteem has faded. I lost everything, my connection with my children, my granddaughter and my future, my social and professional life as well as my sporting activities. Disabled, recognized at more than 80% all my relational entourage, professional, active and emotional life. Cut off from everything, even my children and my granddaughter. My other granddaughter is due to be born in (B)(6) 2024. Will I have the courage to get to know her in case she is lacking something or suffering? I'm currently being treated in a clinic, but all the specialists (neurologist, ophthalmologist, urologist, gastroenterologist, radiologist and so on) have taken me from examination to examination and exhausted me, without helping me. They abandoned me and even worse, laughed at me. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.